Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional procedure on (B)(6) 2012. Access was obtained at the common femoral artery with a 5f pinnacle terumo sheath. Pre-procedure femoral angiogram revealed no evidence of calcium or pvd in the vicinity of the puncture site. Post procedure, the physician, who is in training with the mynx, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that after shuttling down to the hard stop, the physician retracted the sheath according to the IFU, and the advancer tube did not engage. The physician elected to deflate the balloon and removed the device. The patient was subsequently converted to 10 minutes of manual compression with no adverse event or further complication. The patient was discharged home with no clinical sequela. No additional information was provided.

Manufacturer narrative:
The device was returned in a small biohazard bag, disassembled, with the catheter lumen and the shuttle cartridge severely kinked. The device was received with a segment of the shuttle cartridge torn 18 mm from the distal end. The sealant was found inside the torn cartridge segment. Blood was observed on full length of the sealant. Both the introducer sheath and the advancer tube had significant damages. This evidence suggests that the device may have been manipulated. It is unknown whether the damages on the device were due to post-procedural manipulation or during transit to access closure. Based on the provided information and the investigation performed, the root cause of the reported event could not be conclusively determined. The review of the lhr (lot f1204402) indicated that the device lot met all established performance criteria prior to shipment.